Event description:
It was reported that oversensing resulting in underpacing was reported by the physician. It was unclear whether the oversensing was being caused by a lead or the adaptor. The leads and adaptor were capped. The device was explanted and replaced prophylactically and a new system was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5071 x 2 implantable pacing leads, 2002-(B)(6), sesr01 implantable pulse generator (ipg) 2011-(B)(6); 4524 implantable pacing lead, 1999-(B)(6), (B)(4).